Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07888. Related manufacturer reference number: 3006705815-2023-07891. It was reported that patient experienced ineffective coverage of pain relief where one lead exhibited high impedances. There was pain at the ipg site also. As a result, patient underwent surgical intervention where the leads and ipg were explanted and replaced. Ipg was replaced with a smaller ipg to address the issue of pain at the pocket site. Therapy was restored following the procedure.